Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during pre-testing, it was observed that the electric pen drive device was running by itself while in use with the cable to console device. According to the report, the device was running spontaneously without the foot pedal engaged. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device cable had a nick (cut) on it. The assignable root cause was determined to be due to misuse, abuse and possibly use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.